Event description:
The customer reported that the light source had gone out and could not be used normally during a therapeutic gastrointestinal examination procedure involving an olympus xenon light source. The procedure was completed with olympus back up device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.